Event description:
My name is (B)(6) - in (B)(6) 2010. I had a total knee replacement this product was approved by the FDA - this product failed - therefore I had to have the same knee redone. Dr (B)(6) did my first, but refused to listen to me in (B)(6) 2010, when I had an office visit to try and tell him of the severe pain in my right knee. So, I started calling around for a second opinion, this is when dr still took over in (B)(6) 2011, I had a total revision replacement. I consulted a lawyer, but being this product was approved by the FDA, the lawyer asked that I send this info to you for your records.